Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 200-300 mg/dl range. To address the bg level, the supplies to the pump were changed and a bolus of insulin was delivered via the pump. Insulin injections were also used. The customer indicated that the settings had been recently adjusted by the healthcare provider and that the novolog insulin had been used in the cartridge for approximately 5 days.